Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified due to the issue captured in medwatch report # 3013756811-2019-66224.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for alternate insulin therapy.